Event description:
It was reported that the vacuum on the device was only working intermittently. Also, it was found that the tube was bent at some point, and the hospital staff addressed that it could be the cause of the vacuum issue but they are not sure. A back-up device was used. It is unknown by the account if blood was discarded or if any pre-donated or bagged blood was required.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.